Manufacturer narrative:
Additional information was received that the patient developed step-like onset of neurological deficits listed as behavioral change, aphasia, reflex change, right visual field loss and presence of babinski's sign on the right. The site reported new ischemic stroke. Per neurology consultation, on the patient was anticipated a transfer to rehabilitation facility, however, on that same day he became less responsive with less movement in his right arm and right leg and with impaired speech. He was not able to provide a history. Neurological evaluation found the patient lethargic, unable to answer any questions and following commands inconsistently. Further examination revealed right homonymous hemianopia, right central vii nerve facial weakness, tongue deviation to the right, and a fairly dense right hemiparesis (arm and leg about equal. Ataxia on the right could not be evaluated. Reflexes were brisker on the right as compared to the left. Toe was upgoing on the right. Neurology assessment: this patient has probably extension of a stroke. He had a thrombus on cta, and probably got embolic event related to that. Echocardiography, repeat cta, CT and MRI were recommended, and if the thrombus is still there, intervention procedure to be considered. A CT of the head without contrast on reported stable hemorrhage in the left basal ganglia (no change compared to study 4 days prior) and an old stroke in the left parietal lobe. A cta of the neck on reported status post placement of carotid stent on the left, a stenosis in the middle of the carotid stent of approximately 54% and intraluminal thrombus or plaque accounted for some of this narrowing. A brain MRI without contrast on revealed subacute parenchymal hematoma centered in the region of the left external capsule, which was unchanged since earlier CT scan. There was also an old left temporoparietal infarct with some possible mild interval extension, compared with exam of (B)(6) 2013, but no acute or subacute infarction was identified. Echocardiography revealed no intracardiac masses or thrombi and no evidence of intracardiac shunt by doppler assessment. An eeg on the following day revealed lateralized persistent slowing over the left hemisphere, not associated with any active epileptic activity; background over the right hemisphere relatively normally developed. Repeat angiography also on the following day showed a "moderate stenosis" of 67% within midportion of the stent and eccentric thrombus within the stent in the left ica. On the same date the patient underwent treatment in the left ica with angioplasty, aspiration and retrieval of the thrombus using distal embolic protection, which resulted in improved flow. Completion angiogram showed no distal emboli intracranially. Three days later, upon admission to an acute rehabilitation facility, the patient had severe right hemiplegia, severe aphasia, and significant deficits in adls (activities of daily living). A 30-day follow-up visit on provided no nih or rankin stroke scale stroke evaluation. This is one of 4 products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00571, 9616099-2013-00572, 1016427-2013-00112 and 9616099-2013-00573.

Manufacturer narrative:
As reported by the sapphire ww study during carotid artery stenting a 10x40mm precise pro rx stent did not fully cover the lesion and another stent was deployed distal to it. After post-dilation with a 5.0x30mmaviator balloon, the (B)(6) male patient had mild hypotension that was treated with 50 mcg of neo-synephrine. 3 days later, the patient developed sudden onset of right hemiparesis and reflex change were diagnosed as a stroke (intracerebral/subarachnoid hemorrhage). It was considered secondary to plavix. CT showed evidence of some mural thrombus thrombosis that with narrowing of the carotid artery stent. Four days later, the patient had an ischemic stroke and due to increasing thrombus, target lesion revascularization was performed. The patient¿s medical history included previous tia, 2 previous strokes (last one 2 weeks prior to study inclusion), right arm weakness at times and can affect the right leg with shaking, previous problems in 2004 with weakness and speech difficulty, previous seizure, hyperlipidemia, history of smoking (>5packs of cigarettes), diabetes mellitus and hypertension (systolic>140, or diastolic>90, or requiring medication).the patient was had unspecified symptoms at study inclusion. Baseline nih and rankin scores were 0, respectively. Carotid artery stenting was performed on a 99% occluded lesion in the proximal left internal carotid artery with slow flow and underfilling of the left hemisphere of the cerebral circulation. The lesion was 30mm in length in a 5.0mm vessel diameter. The arch ii lesion was eccentric and mildly calcified. A 2.0x30mm mini trek balloon was used to pre-dilate the lesion. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion. A 3.0x30mm trek balloon was used to pre-dilate the lesion again. A 10x40mm precise pro rx stent was successfully deployed at the target lesion but ¿during deployment it was pulled back partially and just barely covered the area of stenosis. It was felt best to place another stent, so a 9x30mm precise pro rx stent deployed just distal to the fist stent, but overlapped the first stent as the area of stenosis successfully. Following this, a 5.0x30mm aviator balloon was used to post-dilate the area of stenosis successfully. Follow up angiograms revealed that the area of narrowing` was widely patient with no residual stenosis. The patient did receive 50 mcg of neo-synephrine because of mild hypotension.¿ the residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day with the baseline rankin and nih scores unchanged. 2 days later, the patient was admitted to a different hospital because he started having difficulty walking and lost his balance. He also had new onset right-sided weakness with a right facial droop. He was transported to the emergency room where head CT showed a 5.4x2.1 cm bleed in the left basal ganglia insular cortex area and also a left old posterior parietal infarct. The patient was admitted for a hemorrhagic stroke. Subsequent impression was an intracerebral hemorrhage on the left side measuring 4.5cm in size with no midline shift, secondary to plavix. The patient was given a 10 pack of platelets and was sent another. There was no indication for surgical intervention because of high risk of bleeding. CT angio showed a left middle cerebral artery cut off. However, it does look like the right carotid artery does not fill. 5 days later, due to increasing thrombus and recurrent bleeds and possible repeat hemorrhage. There was narrowing of the carotid artery stent due to thrombus formation, which worsened on repeat cta. To treat this, access was made via the right sfa. A 7mm spider was advanced into the left ica beyond the stent. Then a 5 ml balloon was advanced. Prolonged dilatation was performed over 2 minutes. Then, as the balloon was deflated, the sheath was advanced and aspirated. The balloon as deflated completed. The balloon and filter were removed. Post angioplasty and aspiration, there was restoration of normal caliber of this vessel, without significant stenosis noted post operatively. 3 days later, the patient was discharged to a rehabilitation facility with a plan of care of 24/7 nursing, physician, occupational and speech therapy. At discharge the patient exhibited severe right hemiplegia, significant weakness in the right lower extremity as well as aphasia. The patient will likely be at wheel chair level for mobility. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the cavatas (carotid and vertebral artery transluminal angioplasty study) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the events. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of 4 products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00571, 9616099-2013-00572, 1016427-2013-00112 and 9616099-2013-00573.

Event description:
As reported by the (B)(6) study during carotid artery stenting a 10x40mm precise pro rx stent did not fully cover the lesion and another stent was deployed distal to it. After post-dilation with a 5.0x30mmaviator balloon, the patient had mild hypotension that was treated with 50 mcg of neo-synephrine; 3 days later, the patient developed sudden onset of right hemiparesis and reflex change were diagnosed as a stroke (intracerebral/subarachnoid hemorrhage). It was considered secondary to plavix. CT showed evidence of some mural thrombus thrombosis that with narrowing of the carotid artery stent. Four days later, the patient had an ischemic stroke and due to increasing thrombus, target lesion revascularization was performed. The patient was had unspecified symptoms at study inclusion. Baseline nih and rankin scores were 0, respectively. Carotid artery stenting was performed on a 99% occluded lesion in the proximal left internal carotid artery with slow flow and underfilling of the left hemisphere of the cerebral circulation. The lesion was 30mm in length in a 5.0mm vessel diameter. The arch ii lesion was eccentric and mildly calcified. A 2.0x30mm mini trek balloon was used to pre-dilate the lesion. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion. A 3.0x30mm trek balloon was used to pre-dilate the lesion again. A 10x40mm precise pro rx stent was successfully deployed at the target lesion but ¿during deployment it was pulled back partially and just barely covered the area of stenosis. It was felt best to place another stent, so a 9x30mm precise pro rx stent deployed just distal to the fist stent, but overlapped the first stent as the area of stenosis successfully. Following this, a 5.0x30mm aviator balloon was used to post-dilate the area of stenosis successfully. Follow up angiograms revealed that the area of narrowing` was widely patient with no residual stenosis. The patient did receive...

Manufacturer narrative:
Receive 50 mcg of neo-synephrine because of mild hypotension.¿ the residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day with the baseline rankin and nih scores unchanged; 2 days later, the patient was admitted to a different hospital because he started having difficulty walking and lost his balance. He also had new onset right-sided weakness with a right facial droop. He was transported to the emergency room where head CT showed a 5.4x2.1 cm bleed in the left basal ganglia insular cortex area and also a left old posterior parietal infarct. The patient was admitted for a hemorrhagic stroke. Subsequent impression was an intracerebral hemorrhage on the left side measuring 4.5cm in size with no midline shift, secondary to plavix. The patient was given a 10 pack of platelets and was sent another. There was no indication for surgical intervention because of high risk of bleeding. CT angio showed a left middle cerebral artery cut off. However, it does look like the right carotid artery does not fill; 5 days later, due to increasing thrombus and recurrent bleeds and possible repeat hemorrhage. There was narrowing of the carotid artery stent due to thrombus formation, which worsened on repeat cta. To treat this, access was made via the right sfa. A 7mm spider was advanced into the left ica beyond the stent. Then a 5 ml balloon was advanced. Prolonged dilatation was performed over 2 minutes. Then, as the balloon was deflated, the sheath was advanced and aspirated. The balloon as deflated completed. The balloon and filter were removed. Post angioplasty and aspiration, there was restoration of normal caliber of this vessel, without significant stenosis noted post operatively; 3 days later, the patient was discharged to a rehabilitation facility with a plan of care of 24/7 nursing, physician, occupational and speech therapy. At discharge the patient exhibited severe right hemiplegia, significant weakness in the right lower extremity as well as aphasia. The patient will likely be at wheel chair level for mobility. Concomitant medications: bivalrudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: 8f cbl guide, angled vert catheter, forte 0.014 guidewire, 2.0x30mm mini trek balloon (pre-dilatation), 3.0x30mm trek balloon (pre-dilation), 6mm medium support angioguard, 5.0x30mm aviator balloon (post-dilate) and angioseal. This device is not available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 4 products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00571, 9616099-2013-00572, 1016427-2013-00112 and 9616099-2013-00573.

Manufacturer narrative:
(B)(6). Additional information is pending and will be submitted within 30 days upon receipt. This is one of 4 products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00572, 1016427-2013-00112 and 9616099-2013-00573.